Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 27mm mitral valve was disabled after an implant duration of approximately four years due to an calcification, stenosis and regurgitation. Tte and tee suggested severe deterioration and calcification of leaflets with evidence of severe stenosis. The mean gradient ranged between 12 and 19 mmhg, and there as mild mitral regurgitation. A 26mm valve was implanted using the valve-in-valve procedure. The case went well with no complications. There was a 3 mmhg gradient and no perivalvular leak postoperatively. The patient was discharged home on pod #2 in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 27mm mitral valve was disabled after an implant duration of approximately four years due to calcification, stenosis and regurgitation. Tte and tee suggested severe deterioration and calcification of leaflets with evidence of severe stenosis. The mean gradient ranged between 12 and 19 mmhg, and there as mild mitral regurgitation. A 26mm valve was implanted using the valve-in-valve procedure. The case went well with no complications. There was a 3 mmhg gradient and no perivalvular leak postoperatively.